Event description:
Physician reported on 1/2/07 for a patient implant in 2006; unable to deploy the bifurcated device due to unusual angulation in aorta. The patient was converted to open repair. The patient is reported to still be intubated and in kidney failure. Physician noted that this was not a problem with the device.

Manufacturer narrative:
Evaluation of the return device confirms that the delivery catheter was not the cause of the event. Review of lot records/work orders, prior reports. No issues were noted. Patient's unusual aortic angulation caused event.